Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms or the battery heating up due to the blank display.

Event description:
The customer called to report having to change the battery more frequently. Troubleshooting was performed, and the customer stated that the battery would get very hot, followed by a blank display. Nothing further was reported.